Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that failed battery test was performed. Blood glucose was unknown. After inserting a new battery same issue was occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted (B)(4).